Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient was receiving the setting not available message on the controller. It was noted the issue occurred when the patient was lying down and they did not make any adjustments to the ins it just occurred. Adaptivestim was not active or programmed on the ins. The patient used group b and the active electrodes were b1 12/14 and b2 5/7. The caller provided the following impedance values from the clinician programmer: ref 0 7 40000ohms, ref 5 7 40000ohms, 6 1110ohms, ref 4 800 ohms. The caller stated they would reprogram using different electrodes on program b2 to avoid using electrode 7. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the event resolved and the patient was very happy with their programming. The cause of the event, the serial number of the controller, and the patient weight remained unknown. No further complications were reported or anticipated.